Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. The upc, lot number and expiration date were not reported. The UDI # could not be determined. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without the lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported that two years ago while removing a band-aid unspecified, his skin was removed. The consumer consulted with a health care professional who prescribed antibiotic medication for treatment. The consumer¿s symptoms have resolved.